Event description:
Reporter indicated that patient's neurologist suspects that one of the lead electrodes is no longer on the vagus nerve. The patient reports a recent increase in seizure activity as well as a feeling of neck tightness with stimulation. The patient's device was subsequently programmed to off, resulting in loss of therapy. It was reported that prior to the incident, the patient was receiving efficacy from the vns therapy. The patient was referred to surgeon for evaluation.